Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had multiple sensors that were not sticking. The customer reported experiencing blood glucose levels over 500 mg/dl. The customer declined troubleshooting and did not have the sensors to return. The customer was advised that the sensors would be replaced.